Event description:
Reporting status: serious injury- required intervention- permanent damage. Reporting rationale: stent dislodgement; stent compressed in vessel wall. Device issue: stent dislodgement. It was reported that an attempt was made to implant bare metal stents on the distal and proximal lesions and a drug eluting stent in the medium third lesion. The lesions were crossed with a 0.0014 guide wire. An attempt was made to cross the distal lesion with a mini vision stent delivery system (sds); however, the attempt was stopped, so the pre dilatation could be performed. While removing the sds, the stent kinked in the proximal lesion, near the ostium, and dislodged from the balloon. It was noted that the stent was felt sliding and there was difficulty seeing the stent. The procedure was continued and pre dilation was performed in the distal lesion, where a mini vision was implanted. A xience was implanted in the medium third lesion. A vision was implanted overhead of the first mini vision that dislodged in the beginning, impacting it against the vessel wall in the proximal third part, with satisfactory result. The pt was given heparin during 24 hours after the procedure and hospitalized as a precaution. No additional event or pt info is available.